Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the rep that the er220 instrument was spitting clips and not working properly. Another instrument was used to complete the case. There was no consequence to the pt.